Event description:
Boston scientific received information that this device was unable to be interrogated with a programmer. Tones were not able to be elicited with magnet application. A boston scientific technical services representative suggested changing the device out as soon as possible. A request for additional information has been made. No adverse patient effects were reported.

Event description:
Subsequent information indicates that the patient was seen for a device explant procedure. The device was explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.

Event description:
The local field representative indicated that the patient was planning on be seen for a device change out in the future. There were no adverse patient effects.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
As of today, no additional information has been received. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation.